Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. The automated impella controller (aic) malfunctioned on day two of the support which prompted the aic to be replaced. The purge disc was not detected. There was no harm or injury to the patient.

Manufacturer narrative:
The investigation into the automated impella controller failure to read input signal has been completed. The console was not returned and data logs were not provided. The cause of the issue was not determined since product was not returned. D6a and d6b should have been blank. The device is not implanted.